Event description:
A malfunction alarm was reported by the customer, identified as malfunction code "malf 0." There was no reported adverse impact on the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump. Customer reverted to an alternate method of insulin therapy.